Manufacturer narrative:
(B)(4). It was reported that while performing a paroxysmal atrial fibrillation (afib) procedure, there was a wattage reading of 0-20 watts on the stockert 70 system. The stockert 70 system was not communicating intermittently with the carto 3 system and the prucka system with a flashing communication error. The power was cycled on the stockert 70 system and the global port before and after exchanging the catheter and cables with no resolution. The issue was resolved by switching to a blazer catheter. After the catheter was exchanged, the caller stated that the patient had a tachycardia and the patient¿s blood pressure dropped. A transthoracic echocardiogram confirmed the cardiac tamponade. A pericardiocentesis was performed and 500 ml of fluid was removed. The patient was stabilized and at admitted at the ICU for observation. Analysis for the first catheter with lot # 15807031m. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Analysis for the second catheter with lot # 15729038m. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. There are two navistar catheters involved and returned for analysis for this procedure. The model number for both catheters are d-1183-07-s. The lot numbers are 15807031m and 15729038m. Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). The customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. Biosense webster manufacturer's ref. (B)(4) are related to the same incident. Manufacturer's ref. (B)(4). Event description continuation: the abnormal signals noticed by the physician was only the higher impedance and unpredictable power output. There were 5+ ablation applications delivered to the patient before the event. The rf generator was set to "temperature-control" mode. The power setting was set to 30-40 watts. It was unknown if the power was titrated during the ablation because of the stockert 70 system issues. The temperature cut-off setting was set to 52 degrees celcius . It was unknown which sheath was used. The patient received anticoagulation in the procedure. Only one act was given and maintained at >250.

Event description:
It was reported that while performing a paroxysmal atrial fibrillation (afib) procedure, there was a wattage reading of 0-20 watts on the stockert 70 system. The stockert 70 system was not communicating intermittently with the carto 3 system and the prucka system with a flashing communication error. The power was cycled on the stockert 70 system and the global port before and after exchanging the catheter and cables with no resolution. The issue was resolved by switching to a blazer catheter. After the catheter was exchanged, the caller stated that the patient had a tachycardia and the patient's blood pressure dropped. A transthoracic echocardiogram confirmed the cardiac tamponade. A pericardiocentesis was performed and 500ml of fluid was removed. The patient was stabilized and at admitted at the ICU for observation. Upon request, the bwi field representative provided additional information on the event. The exact timing of the event was unknown but there had been a transseptal access obtained without ultrasound use. The symptoms of the tamponade were discovered following mapping and ablation. The physician's opinion on the causality of the tamponade was that the exact cause of the event was unknown due to a variety of factors, including the unpredictability of the stockert 70 system and absence of intracardiac echocardiography (ice). The physician stated he did not deploy the transseptal needle and then the sheath just "popped" across. The physician did not experience any difficulty in manipulating the catheter.